Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained to the sheath during device assembly due to aggressive handling. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that resistance was felt when the locator was inserted into the insertion sheath. The device was checked, and the tip of the insertion sheath was found to be kinked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The blood loss was less than 250cc's. The procedure before deploying the device was permanent pacemaker insertion (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. No equipment or other devices were used with the angio-seal.